Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not turn on when they inserted a brand new battery. They inserted another one and the device gave them a weak signal. The anomaly had recurred. The customer's blood glucose during the incident was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated reservoir compartment was cracked all the way around. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no weak battery alarm, blank display, unexpected battery power loss and low reservoir alarm. Pump received with cracked reservoir tube lip noted. The test reservoir stay locked in place noted.